Event description:
The patient reported that their blood glucose readings had been dropping significantly in the recent 20 days, ranging from 59 to 60's to 70's. They reported that their normal range is 120-135. The patient stated that they shared their blood glucose results with their doctor and their doctor decreased their medication. It was determined that the patient was using expired test strips.

Manufacturer narrative:
The patient already had a new refill kit available. Control solution tests were performed during the initial interaction with the patient, and the results were in range. New control solution was sent to the patient as it would be expiring soon. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.